Manufacturer narrative:
It was reported by customer that the tube is too short and kinks up, the white end does not stay connected and the other end the threads do not work well. Samples for the reported failure mode was requested to confirm the issues reported and determine a root cause, however, no samples or pictures were received for evaluation. Root cause definition no root cause definition was determinate due to the customer did not provide a sample for evaluation. Corrective and preventive actions no preventive and corrective actions required since the failure mode could not be confirmed. We regret any inconveniences caused with our product. We will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd extension set was detached. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the tube is too short and kinks up, the white end does not stay connected and the other end the threads do not work well.